Event description:
It was reported that the registration probe used with the trudi navigation system (fg-2000-00) "went red then stopped working". There was reportedly a 30-minute delay that occurred before surgery, and "patient was under anesthesia". No patient adverse event was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The suspected registration probe used with the trudi navigation system (fg-2000-00) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Because a physical sample could not be tested, the root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.